Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block e1: initial reporter city has been corrected. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: a hedgehog brush head detached form the catheter was received for analysis. Visual analysis noted that the bristles were intact and no evidence of missing bristles was identified. A section of the catheter was attached to the brush wire, indicating the catheter had broken. Procedural residue was observed on the brush, indicating use. The brush head ball tip was dimensionally inspected and was within specification. No other device problems were noted. The reported event was confirmed. A broken off hedgehog brush head was received for analysis. The broken brush head suggests that force was applied when using the brush to clean the endoscope, and it is likely that excessive force or twisting of the brush during use caused or contributed to the brush break. Therefore, based on all available information and analysis of the returned device, the most probable root cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the brush head broke. The detached brush head was pushed through with a second brush to remove it from the scope. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event.

Manufacturer narrative:
This is a non-sterile device with no expiration date. Imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on february 15, 2023. During the scope cleaning, the brush head broke. The detached brush head was pushed through with a second brush to remove it from the scope. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event.